Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the power temporarily went out on the console/motor drive portion of the centrifugal pump control module. The customer immediately grabbed the hand crank (cranked for approx. One and one half minutes) and re-established forward flow. The customer wiggled the cables in back of the system, power came back on, and the rest of the case went on without incident. The device was not changed out. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient. Per clinical review on (B)(6) 2013: about half-way through cpb, while the patient was at thirty seven degrees centigrade, the perfusionist (ccp) noticed an alarm was sounding (likely a back flow alarm). He looked down at the centrifugal control module and the display was dark. Just prior to this event, a tubing clamp which was setting on top of the control module fell off the back of the module. The ccp had a centrifugal manual drive mounted on system-1, and he removed the centrifugal pump head from the motor and placed in the manual drive. The ccp started to hand crank to provide circulatory support. The patient was without arterial blood flow for about twenty seconds. The ccp jiggled the power cable on the back of the module and power shortly returned to the unit. The ccp stated the connection seemed secure, so not sure if the jiggling had an impact or just coincidental. With the return of power to the control module, the pump head was removed from the manual drive and placed back into the motor. Blood flow again was re-established with the drive motor, and there were no other issues the remainder of the procedure. The loss of power episode lasted about ninety seconds, but only a twenty second lapse in blood flow (as manual drive hand cranking) was performed. The patient was weaned from cpb without difficulty and the case was completed as scheduled. There was no loss of blood and no components were changed out. There was no delay in the procedure and no harm observed. The patient was transferred to ICU per routine practice and the patient was awake, alert, and responding to commands within a few hours of surgery. The patient was discharged from the hospital in four to five days as was normal practice.

Manufacturer narrative:
The system has been used in other cases since this isolated issued occurred. They have had no other issues with this centrifugal pump control module.